Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal anterior descending artery. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced for post-dilatation. However, during second inflation at 16 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.